Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The legal manufacturer determined the likely cause of the reported problem was due to improper processing/user handling. Additionally, the reported problem can be detected by device inspection before use and can be prevented by performing reprocessing according to the instructions for use.

Manufacturer narrative:
The suspect device has been returned to olympus. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
Olympus received a report from the user facility that "biofilm buildup" was noted in the inner channel of the scope. There was no patient injury or harm, associated with the problem, reported to olympus.